Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was being implanted with an impella rp device for mechanical circulatory support. The pump was replaced due to delivery issues and lost optical signal. The impella rp was replaced, and support proceeded.

Manufacturer narrative:
Product changed to 0.035gw based on investigation revealing issue with wire in clinical details. Failure mode 'difficulty inserting/removing introducer' added. No product or data logs were returned for analysis. Delivery issues: the root cause of the delivery issue was most likely patient condition related as evidenced by clinical detail of issues passing wires with resistance in the femoral vein. Difficulty inserting/removing introducer: the root cause of the difficulty inserting/removing introducer was most likely patient condition related as evidenced by clinical detail of issues of being unable to pass through vasculature with resistance in the femoral vein.